Manufacturer narrative:
Siemens completed investigation for an outside of the united states (ous) customer for an elevated (99th%) atellica im high sensitivity troponin I (tnih) lot 104 result on a sample from a 41-year-old male patient, which led to a coronography, which was negative. The same sample was tested 4 days later, and the result was also elevated. The same sample was tested on two alternate troponin methods (method and result not provided) and results were low/normal. The investigation ruled out reagent and instrument issues based on review of quality control (qc), which showed recovery within acceptable ranges. There were no issues reported with other patients. The patient sample was unavailable for return for further investigation. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue was resolved by troubleshooting. Siemens filed initial MDR 1219913-2024-00390 on 19-aug-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) lot 104 result on a sample from a 41-year-old male patient, which led to a coronography, which was negative. The same sample was tested 4 days later, and the result was also elevated. The sample was sent to two other laboratories and resulted ¿negative¿, however no details were provided. There are no allegations of patient harm in association with the discordant elevated tnlh result.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of an elevated atellica im high sensitivity troponin I (tnih) lot 104 result on a sample from a 41-year-old male patient, which led to a coronography, which was negative. The same sample was tested 4 days later, and the result was also elevated. The sample was sent to two other laboratories and resulted ¿negative¿, however no details were provided. There are no allegations of patient harm in association with the discordant elevated tnlh result. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The definition of a high-sensitivity assay section of the IFU states, "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." Siemens is investigating.